Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insufflation unit alarmed without performing insufflation. The panel was checked for the measuring pressure, but was completely black. The device was restarted and the alarm resolved. The flow rate mode lamp and other lights were back on. The issue occurred during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Based on the results of the investigation, the root cause could not be identified. However, it was presumed that the abnormal operation of the pressure sensor on the main board was detected, and the air supply operation stopped while an error sound was heard, and the led on the front panel turned off. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.